Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2014. According to the complainant, the target lesion 10 mm in length was located in the common bile duct. During procedure, the physician used the truetome to incise the duodenal papilla sphincter with a generator setting of 30-10 amps; however the sphincter could not be incised. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Result - no failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the working length was found to be twisted and the distal pierce hole was torn. A visual examination of the returned device found that the working length was twisted and the distal pierce hole was torn. Functionally, a resistance test was performed and the resistance across the 2-in-1 connector and all sections of the cutting wire was within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Although the working length was twisted and the distal pierce was torn, these failure could not affect the electrical performance of the device and it does not have a relation to the reported event. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2014. According to the complainant, the target lesion 10 mm in length was located in the common bile duct. During procedure, the physician used the truetome to incise the duodenal papilla sphincter with a generator setting of 30-10 amps; however, the sphincter could not be incised. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.